Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2013-12324. It was reported, the stimulation in the patient's feet does not provide effective pain relief. Also the patient is not receiving stimulation in the hip. The physician recommended relocating the leads, but the patient decided to have the scs system explanted. Surgery is pending.